Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that bradycardia occurred. A pulse field ablation procedure was performed using a farawave catheter. Following the procedure, the patient experienced asymptomatic bradycardia ranging between 30 to 40 beats per minute. The patient was hospitalized for monitoring.